Manufacturer narrative:
Hamilton medical ag case number is(B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device alarmed visually and hearable. The red x-cross led and the teslaspy alarm flashed. The hospital staff insists that they did not keep the mr1 near the MRI. The phenomenon has not been reproduced." - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.